Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump emitted an empty cartridge alarm while the reporter expected approximately 100 units of saline to remain in the cartridge; the reporter is currently on saline trial. The reporter indicated that the bolus, basal history and the total daily doses were reviewed and alleged that there were 100 units that were not accounted for with the cartridge. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: no defects were found, the product performed within specifications. The basal and bolus total daily doses were reviewed and did add up correctly with the user programmed settings. No inaccuracies were observed or duplicated related to insulin delivery function. The pump passed all required testing including a 24 hour duration testing, delivery accuracy testing and advanced bolus feature checks.

Manufacturer narrative:
Follow-up #2 date of submission 03/20/2017 - correction to serial #.